Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Doctor initially reports file broke in patient's mouth. Doctor unable to retrieve. (B)(6) 2014 doctor reports that on (B)(6) 2014, he was performing a root canal in an area wide open because of previous crown that had to be removed. Therefore, none of the usual obstacles in the process. Doctor was extricating pulp from the mesial buccal and mesial lingual canals when each file broke approximately 10mm down into the canals. Approximately 5mm of each file broke off and one each remains in the canals. X-ray confirmed presence of tips in canals. Doctor reports no harm but can't predict outcome. However, he says good change there will be no future problems for patient because of sterile technique used and the sterile non-necrotic environment. Patient was referred to endodontist who's prediction of outcome was the same as primary dentist.